Event description:
Caregiver was setting up a dialysis machine for a treatment and noticed saline leaking from the cartridge. She stopped the setup and ejected the cartridge. When she pulled it out to inspect it, she saw that the blood line was not seated properly in the connector that hooks the blood tubing to the section that connects the soft tubing that goes around the blood pump. The cartridge was saved so the outset representative could be shown where the problem was coming from. This is on a tablo dialysis cartridge pn-0004220, lot #m23156l03s01, expiration date 12/31/24. Manufacturer response for set, tubing, blood, with and without anti-regurgitation valve, tablo(r) cartridge (per site reporter). Outset medical has been notified in the past of this issue, and they don't usually respond or they delay investigation. User facility has had multiple reports on this item in the last years with no resolve.